Manufacturer narrative:
(B)(4). Batch # n55z9g. The analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that while assembling a reload to a linear cutter, during a general surgical case a piece of plastic broke off of the reload that are not in the patient. The procedure was completed with different equipment. There were no adverse patient consequences reported.